Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The customer noted that controls for another test parameter recovered half of the control mean. The customer noticed liquid over the reaction cell cover in front of the sample probes. The field service engineer found a leaking tube on a rinse station. The issue was corrected. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for creatinine on a cobas 8000 c 702 module. The customer stated that patient results for other parameters were affected, but did not provide any additional data. The sample initially resulted in a creatinine value of 600 umol/l. The sample was repeated since the value did not agree with the patient's previous results. The sample was repeated on a second instrument and the creatinine result was 60 umol/l.